Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient is experiencing discomfort at the ipg site. The patient stated the ipg is located too high on his side. The patient may undergo surgical intervention as the next course of action.